Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod was clicking but the cannula never inserted indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.

Manufacturer narrative:
The device was returned undeployed. The data obtained from the device shows the device delivered 20 first prime pulses and was deactivated at 30 pulses. Due to observed rotational sensor errors, the first priming sequence ended prematurely which caused the completion of second prime to occur without the needle mechanism deploying. Inspection of the drive mechanism components found contamination which contributed to the observed rotational sensor errors.